Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Perform pairing tests was performed and passed. Perform receiver functional tests was performed and passed. A review of the receiver logs was performed and signal loss was not found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information d4: additional device information/ model number - correction d4: additional device information/ lot number - correction d4: additional device information/ unique identifier (UDI) number - additional information d9: device availability - additional information g3: date received by manufacturer - additional information g6: report type ¿ updated/follow-up h2: correction/ additional information/device evaluation h3: device evaluated by manufacturer - additional information h6: adverse event problem - additional information h10: corrected data

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.